Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a labrum surgery the lasso of the first device broke when piercing the labrum and with the second device the lasso couldn`t be passed. No broken parts remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 04-aug-2021: it was confirmed that for the second device the wire couldn`t be passed through the lasso.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4068-45l (no batch indicator present) was received for investigation. Functional testing identified difficulties in passing the wire through the suturelasso. Further visual inspection identified that the wire had been bent out of shape, consistent with user-applied mechanical damage to the component during use.